Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a recurrent peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. On the same day as the onset, physioneal and extraneal therapies were discontinued. It was reported that pd will be conducted until the month following onset and after that, the patient will be scheduled to change to hemodialysis. No additional information was provided because the reporter declined follow up.